Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 25 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular 35 cm proximal to the lead tip the lead body was found squeezed and deformed. In this region the inner insulation and the coating of the conductor coils were found damaged. These findings can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This lead was explanted and replaced due to high thresholds. There were no adverse patient side effects reported.